Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was initially placed and exhibited unstable thresholds. The lead was repositioned multiple times, and the thresholds remained high/unstable. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.